Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08745 inches. No over deliver anomaly, under delivery anomaly or displacement anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test . Device uploaded properly using carelink. Device was programmed with a 1.0 u/hr basal profile and monitored for 2 days. The basal profile delivered properly. Device was also programmed with multiple boluses and monitored. All boluses delivered properly. No basal anomaly, bolus anomaly or daily total anomaly noted. The motor was tested outside of the unit and passed. Device had broken battery tube threads and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 30 mg/dl at the time of the incident. The customer was at 177 mg/dl at the time of the call. The customer was given intravenous glucose to treat. The customer experienced symptoms such as not being able to breathe. The customer was wearing the insulin pump during the incident. The customer was performing a set change and the pump delivered 2 days worth of insulin in one night. Based on customer report customer does allege pump was over delivering. Troubleshooting was completed and the customer stated the pump was worn around an MRI machine. The insulin pump will be returned for analysis.